Event description:
During the revision of a arteriovenous(av) fistula, on a pt, the balloon used would not inflate. The balloon was removed from the pt and the physician tried to inflate the balloon outside the pt without success. An inflation device was used. Another balloon of the same size was used to complete the procedure. There was no reported injury to the pt. The product will not be returned for eval and testing.